Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument was not moving as expected and the jaws were not opening properly. Upon inspection, it was noticed that was of the cables was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer is unable to release patient demographic information for this event due to hospital privacy policy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were some additional observations not reported by site. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. Root cause of this failure is attributed to misuse. A review of the instrument log for the maryland bipolar forceps (part# 470172-16 / lot# n10200518 0154) associated with this event has been performed. Per this review of the logs, the instrument was last used on 02-may-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument had thermal damage at the bipolar yaw pulley. Thermal damage at the grip electrode is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.